Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor pod removal, sensor wire appeared shorter than other sensor wires. Against use guide recommendations, patient removed transmitter prior to sensor pod removal. At the time of the call with dexcom technical support, patient reported no injuries or medical intervention. Dexcom has issued an rga for patient to return their device to be investigated.